Event description:
It was reported the headpiece of a 1069 eye surgery stretcher fell from a flat position to a down position with the pt's head on the headpiece. No adverse events were reported.

Manufacturer narrative:
There are many components in the dual articulating headpiece of the eye surgery stretcher. If the customer hit the headpiece into the wall while maneuvering, components could become out of alignment, including the cable. The customer has admitted to completing no maintenance on the stretcher.